Event description:
It was reported "port failed on needle" (B)(6)2020 -additional information received stated, "mediport was accessed per protocol using safestep huber needle set. I gave one premed through access port on huber needle tubing, positive pressure maintained when unhooking syringe. I then hooked up a syringe to the 1st access port on the primary tubing set and pulled back to dilute a premed, when I did it started pulling air in the line. It was noted at that time that the access port on the huber needle tubing was leaking and the blue stopper was still pinched. Reaccessed the port with ns syringe and again maintained positive pressure when disengaging syringe. This time the blue stopper did straighten back up, but still pulled air in the line. It did stop pulling air when we put a heplock on that port though. For safety purposes we deaccessed mediport and changed the entire needle/primary set."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that air was pulled through the line was confirmed and the damage appeared to be supplier related. One 22g safestep infusion set with y-injection site was returned for investigation. A functional test revealed that air would enter the infusion set through the y-site when a negative pressure was applied to the infusion set. No continuous leak of fluid was observed in any part of the returned sample when the infusion set was pressurized with water. The valve was cut open and the valve stem was removed, which revealed pitting in the sealing surface of the valve stem and other areas of the valve stem. The damage to the sealing surface of the valve stem was located in areas that were inaccessible to the user. The pitted areas of the valve stem most likely allowed air to bypass the sealing surface of the valve stem during aspiration. The supplier was notified of this complaint. A lot history review (lhr) of asdws0139 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdws0139 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "port failed on needle". 02/24/2020 additional information received stated, "mediport was accessed per protocol using safestep huber needle set. I gave one premed through access port on huber needle tubing, positive pressure maintained when unhooking syringe. I then hooked up a syringe to the 1st access port on the primary tubing set and pulled back to dilute a premed, when I did it started pulling air in the line. It was noted at that time that the access port on the huber needle tubing was leaking and the blue stopper was still pinched. Reaccessed the port with ns syringe and again maintained positive pressure when disengaging syringe. This time the blue stopper did straighten back up, but still pulled air in the line. It did stop pulling air when we put a heplock on that port though. For safety purposes we deaccessed mediport and changed the entire needle/primary set."